Event description:
On (B)(6) 2012, the patient contacted animas while in the hospital for unrelated health issues to have the pump reviewed with customer support (cs).the patient alleged that when she reviewed the pump's history, the dates were found to be "jumping" around. The patient stated that the time and date were not resetting to factory settings during a battery change and cs verified this by having the patient remove the battery during the phone call. There were no problems found with the way the pump was programmed. The patient stated that the endocrinologist had changed the pump settings while she was in the hospital, someone had changed them back, and since then she has been unable to keep her blood glucose (bg) levels within target range. The patient did not report any bg values or symptoms relating to hypoglycemia or hyperglycemia. The patient was advised to contact the health care provider (hcp) for a backup plan. The pump is being returned for troubleshooting. It was indicated that the pump was exposed to several x-rays and that during x-ray exposure the patient did not disconnect from the pump and had tucked the pump under her body. This complaint is being reported because the dates on the pump were reported to be jumping around during a review of the pump's history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/01/2014 with the following findings: during investigation, the black box was reviewed and showed dates begin on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2012 have been overwritten. The alarm history and total daily dose (ttd) history showed no evidence of the date ¿jumping.¿ a manual time change was observed in the black box from (B)(6) 2014 09:17 to 06:18. Two boluses were successfully performed and recorded in pump history correctly. The tdd added up correctly and reflected the user¿s programmed basal rate. Unrelated to the complaint, evaluation revealed that the display screen was discolored and the battery compartment was cracked from threads to case seal. The history settings issue was not able to be duplicated during investigation due to the pump information had been overwritten.